Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose (bg) level was 600 mg/dl and a bolus was delivered to address bg level. A supply change was performed to address the occlusion.